Event description:
Procedure type: hysterectomy. According to the reporter: the needle broke in half during the procedure and the surgeon was unable to retrieve it. X-rays were taken and confirmed part of the needle was located but not retrievable. A new device was opened and the same thing occurred, but the portion of the 2nd needle was retrieved. It could not be reported if the case was delayed, it could not be reported if bleeding occurred.

Manufacturer narrative:
(B) (4). (B) (4).